Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that medical personnel attempted to power their device on, but when the on button was pressed the led's on the keypad lit up and the display blinked briefly before going blank.  The device would not complete the boot-up process. There was patient use associated with the reported event.  The patient, (B)(6) male, was being transported to a pediatric center when the reported issue occurred.  Medical personnel did not have a backup device available, so the patient was diverted to a closer emergency room for continued care.  At the time of the reported event medical personnel were attempting to monitor the patient's hr, spo2, and end-tidal co2. The patient was later transported to a pediatric facility. The patient survived the event.

Manufacturer narrative:
Physio-control replaced the system pcb assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was that the single board computer (sbc) located on the assembly was not properly seated.  The sbc was not pushed down far enough into the metal bracket fittings in order to make a full connection.